Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (serial # (B)(4)) found no anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The device was returned on 2019-jun-14 with information stating the event that led to the removal was described as ¿irritation, vaginally,¿ that was noted to be gradual and therapy related. The system was used continuously and it was single stimulation mode. The patient status was said to be recovered without sequela. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care physician (hcp) via a manufacturer representative (rep). In response to the inquiry for device return, the rep replied that the device had been dropped in the mail that day of the correspondence. The rep stated this information was confirmed with the health care physician (hcp). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the interstim system was removed on (B)(6) 2019 for discomfort. The rep reported they had been told at explant that the patient had continued discomfort from stimulation in their vaginal area. The device was going to be returned. There were no further complications reported.